Manufacturer narrative:
Concomitant medical products: product ID: 9735670, serial/lot #: (B)(4), ubd: unk, UDI#: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a tumorectomy. It was reported that intra-operatively, the camera had a recognition failure. The procedure was completed with the continuous use of the navigation system. There was no reported impact to patient outcome. There was no reported delay due to this issue.